Event description:
It was reported that a peritoneal dialysis (pd) patient was in the hospital for 2 weeks due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2024 due to complaints of abdominal pain and diarrhea. The patient had a pd culture obtained and was diagnosed with peritonitis. The patient received an initial dose of antibiotic therapy with ceftazidime 2g and vancomycin 2g (route not provided). The patient ended up going to the hospital on that same day and was admitted. The pd culture resulted positive for candida parapsilosis. The white blood cell count was not provided. The antibiotic regimen during the hospitalization was not available. The patient was transferred to in-center hemodialysis (hd) and expected to be discharged on (B)(6) 2025. The cause of the peritonitis event was suspected touch contamination or lack of aseptic technique. No further information was provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis with hospitalization and transition to hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The pdrn stated the suspected cause of the patient¿s peritonitis was touch contamination or a lack of aseptic technique. This is supported by the culture results of candida parapsilosis, a common skin flora and a subungual proliferator. Improper performance of sterile technique when handling the catheter tip and dialysate bag, cutaneous site of catheter entry, or transmigration across the bowel wall can all be points of entry for infection. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was in the hospital for 2 weeks due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2024 due to complaints of abdominal pain and diarrhea. The patient had a pd culture obtained and was diagnosed with peritonitis. The patient received an initial dose of antibiotic therapy with ceftazidime 2g and vancomycin 2g (route not provided). The patient ended up going to the hospital on that same day and was admitted. The pd culture resulted positive for candida parapsilosis. The white blood cell count was not provided. The antibiotic regimen during the hospitalization was not available. The patient was transferred to in-center hemodialysis (hd) and expected to be discharged on (B)(6) 2025. The cause of the peritonitis event was suspected touch contamination or lack of aseptic technique. No further information was provided.